Manufacturer narrative:
(B)(4) date sent: 07/27/2021 upon review it was identified that this is a duplicate report. All reported information for this event was reported under mwr-01062021-0000969075 and mwr-28062021-0000987509.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The cdh29a device does not have a reload. What products were used in the case (please provide product codes)? Was the safety of the cdh29a device damaged? Was the cdh29a device able to be fired?

Event description:
It was reported that during the surgery of laparoscopic radical resection of rectal cancer at 13: 30 a.m on (B)(6) 2021, it was found that the safety trigger had been damaged. It could not fire at the beginning. The surgeon tried his best to fire. After fired, it was found that the reload was damaged. The reload was removed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.